Event description:
User rec'd a hit to the back of the neck from the analyzer cover. User was sent to the ER and is under a dr's care for a bulging disc. User has been approved for physical therapy. Another operator tried to catch the analyzer cover from falling onto the user, and hurt his hand in the process. The operator that injured his hand did not seek medical treatment and was fine. The field svc rep was unable to find a problem with the analyzer cover. He checked the hood locking mechanism and found no problems. Verified proper operation with the customer. The lab director explained the incident as an operator error. Performance tests were performed and within spec.